Event description:
It was reported that the day after the catheter was inserted in a patient with renal rupture, the j-tip of the spring wire guide was seen on x-ray in the tissue near the clavicle. The small piece of wire guide remains in the patient and information from the hospital does not indicate they are going to remove it. There were no reported patient complications.